Event description:
A problem was reported. Patient reported pump alarming every hour for the last year due to an empty reservoir. Patient was in (B)(6) for the whole year while device had been alarming but move back because could not find an hcp to fill the pump in (B)(4). No patient symptoms were reported. No patient outcome reported. On follow up patient reported still having concerns with device or therapy but had not sought further help. A report will be provided if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10911r20, implanted: (B)(6) 2001, product type catheter. (B)(4).